Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that review of the device forensic memory files are unable to confirm the customer report. The complaint time of 2/20/26 09:05 cst corresponds to approximately 15:05 utc. No self-check, internal communication, processor, pneumatic system, or power-system alarms were identified in the captured event window to substantiate a device freeze or loss of ventilator control. Technical service evaluation was unable to reproduce the reported issue during customer-settings operation and stress testing. There was also no observed evidence of a display freeze or display issue during testing. Based upon the log file review and the technical evaluation, the complaint should close as no faults found. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and the device's display was frozen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.